Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient "worried about health risks. Breasts became more rigid with years, she has consulted with doctor/surgeon and performed ultrasound examination of breasts, and fluid accumulation in one breast have been found in ultrasound examination". Device remains implanted.